Manufacturer narrative:
D4: model and serial number updated to unknown bmw guide wire. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat lesions in the left anterior descending (lad) and diagonal arteries. The versaturn guide wire was placed in the lesion and after deployment of the stent, during removal of the guide wire, resistance was met as the guide wire was jailed beneath the implanted stent. The tip of the versaturn guide wire stretched and then separated. An attempt was made to snare the separated portion however was unsuccessful and the separated portion remained jailed beneath the stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the procedure was to treat lesions in the left anterior descending (lad) and diagonal arteries. The versaturn guide wire was placed in the lesion and after deployment of the stent, during removal of the guide wire, resistance was met as the guide wire was jailed beneath the implanted stent. The tip of the versaturn guide wire stretched and then separated. An attempt was made to snare the separated portion however was unsuccessful and the separated portion remained jailed beneath the stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after deployment of the stent the guidewire was inadvertently jailed behind the deployed stent and anatomy resulting in the reported difficult to remove. Manipulation of the compromised device in attempts to remove resulted in the reported stretched coils/noted stretched/offset coils, the reported material separation/noted shaping ribbon and coils separations. As reported, an attempt was made to snare the separated portion however was unsuccessful and the separated portion remained jailed beneath the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6 medical device problem code: 2017 - failure to follow steps / instructions manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat lesions in the left anterior descending (lad) and diagonal arteries. The versaturn guide wire was placed in the lesion and after deployment of the stent, during removal of the guide wire, resistance was met as the guide wire was jailed beneath the implanted stent. The tip of the versaturn guide wire stretched and then separated. An attempt was made to snare the separated portion however was unsuccessful and the separated portion remained jailed beneath the stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.